Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and the fse field evaluation. The fse could not reproduce the reported failure and the system logs did not show any related error, therefore it was unable to confirm the reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the clinical territory associate (cta) called from offsite to report that the surgeon noticed the universal surgical manipulator (usm) arm 4 moving without surgeon control. The system logs showed no errors. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) quality engineering (qe) evaluated the customer reported complaint. Following information was provided: although a probable root cause cannot be determined based on the information provided and isi field service engineer (fse) field evaluation, a common cause of this issue is that universal surgical manipulator (usm) may have experienced a temporary loss of stability due to incomplete or imprecise engagement with the cannula, leading to brief drift behavior, or external forces (e.g., inadvertent bumping of the arm or movement of the cannula during setup) may have introduced unintended motion.

Event description:
Refer to h11 for follow-up information.